Manufacturer narrative:
Date of event: unknown, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. If explanted; give date: n/a (not applicable) as the lens remains implanted and therefore not explanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported having several issues after bilateral intraocular lens (zxr00) implant. She is experiencing huge halos when looking at the moon and driving at night with oncoming traffic light. Reading is very uncomfortable with her excessive blinking. Additional information was received and the patient revealed that the symptoms significantly affect her daily life as she cannot drive at night and has excessive blinking during day and night as well. Reportedly, yttrium aluminum garnet (yag) procedure was performed on (B)(6) 2017, but it did not help. As advised by her surgeon, the patient ordered +1 reading glasses. No plans to explant the lenses. This report pertains to left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned. The complaint cannot be confirmed. Manufacturing records review: manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.